Manufacturer narrative:
Investigation in progress. Remains implanted.

Event description:
It is reported that the patient underwent left knee arthroplasty on (B)(6) 2015 with a segmental system and subsequently experienced postoperative deep vein thrombosis. Contributing factors to the patient's post-operative dvt include leiomyosarcoma and may-thurner syndrome. The patient was treated with 6 months of xarelto. Seg tm collar is the only tmt design controlled part.